Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during testing, it was noted that the bur was broken. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Updated due to additional information. The catalog number was confirmed by the sales rep. The reported event, for bur breakage, was not confirmed as the bur was not returned for evaluation. Without the bur, the root cause cannot be determined. The quality investigation is complete. Device not available for return.

Event description:
It was reported that during testing, it was noted that the bur was broken. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event. Update; it was further reported that the event occurred during a surgical procedure. It was also reported it was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.